Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hypoglycemic blood glucose level of 14 mg/dl. There was third party intervention (ER hospital visit). Device is not available for technical review.

Event description:
Type 2 diabetic on v-go therapy since (B)(6) 2016, reported to valeritas customer care during an outbound call, that she experienced a low blood sugar reading of 14 about a week ago. The patient said the v-go device allegedly emptied all of the insulin the device into her body all at once. According to the patient, she said she went into a coma and was taken to the hospital. The valeritas customer care agent attempted to get more information from the patient but the patient said that she did not want to talk about it and if we want more information we can talk to her hcp. The patient disconnected the call. The valeritas adverse event assessor has attempted multiple unsuccessful (no response) calls to contact the patient. Valeritas product compliance has sent a letter requesting additional information for best contact times and devices availability, to the patient via fedex. Without contact with the patient it is impossible to continue investigation of this matter.